Event description:
It was reported to philips that the device failed to pace during use on a patient. The patient involved was reported to not have experienced harm or adverse patient impact. There was not report of any immediate clinical action needed to prevent serious injury or death.